Manufacturer narrative:
Literature ref: doi 10.7759/cureus.70840. A2:average age. A3a: majority sex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'directional atherectomy for critical lower limb ischemia: a retrospective observational study. A total of 42 atherectomies were performed in 41 patients.  A total of 42 directional atherectomy procedures with turbohawk tm were performed in 41 patients. For the distal embolic protection filter guide spiderfx was used in 57% of cases. Other medtronic devices used included nanocross and evercross balloons and nitrex guidewire. Technical success was achieved in 78.6% of cases and procedural success in 97.6%, and the need for adjunctive conventional balloon angioplasty was 21.4%, while drug-coated balloon angioplasties were performed in 50% of limb. Pre-dilation angioplasty was required in 42.9% of procedures.  Among the six patients who experienced a decrease in abi, two required major amputations, and two passed away; one was due to soft tissue sepsis in the leg where the atherectomy was performed and the other was due to heart failure. There were nine deaths during the study which included severe traumatic brain injury associated with status epilepticus, soft tissue sepsis due to progression of arterial disease with a lack of acceptance of amputation upon readmission, sacral and trochanteric pressure sore infection, multi-lobar kpc pneumonia and urinary sepsis between 31 and 90 days. Beyond 90 days death were due to patient with a hip fracture and end-stage renal failure and stroke. Complications occurred in 14.3% of all procedures and adverse events included distal embolism in 4.8%, dissection n in 4.8%, arteriovenous fistulas occurred in 4.8% of the intervened limbs, one case of superficial femoral artery perforation (2.4%) and puncture site complications with an infected inguinal hematoma. No further information was provided pertaining to medtronic products.